Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and found to be broken at the luer fitting. A piece measuring approximately 0.317" x 0.306" was not returned. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the accessory or inadvertent collisions with hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal three-way stopcock broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the customer confirmed that the cannula seal was inspected prior to use and there was nothing abnormal found. The customer clarified that the damage seen on the cannula seal three-way stopcock was that the cannula seal insufflation (luer) port broke off. The customer confirmed that there was a rapid loss of insufflation/pneumoperitoneum due to the cannula seal damage. The procedure information was unknown. The procedure was completed robotically with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula seal to perform failure analysis. A follow-up MDR will be submitted once the produce is evaluated and/ or if additional information is received.